Event description:
Covidien received a report from a customer of a clinical intervention when there was a delay during a case. There was reported rapid declining cerebral saturation with readings occurring at a low range (20's) instead of an error out message. The sensor was found to not be sticking properly. The case proceeded with pressure applied to the sensor. The sensor was not saved, it was discarded.